Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection at olympus spain customer service, it was found that the ultrasound transducer surface of the subject device was partially peeled off. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.